Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt came for f/u after receiving an alarm on ICD. Diagnostic and manual checks revealed high and low out of range hv lead impedance and technical services was planned to be contacted. On subsequent f/u noise was observed on svc channel when physician reprogrammed the device and decided to monitor the performance of the system. No revision of the system was planned.